Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the mildly tortuous and mildly calcified vessel. A samurai guide wire was advanced to the lesion; however, when the physician pushed the guide wire in the most distal part of the artery, it made a loop and the tip of the wire crumbled into pieces. The device was completely removed from the patient's body. The procedure was completed with another guide wire. No patient complications were reported and the patient's status was well.